Event description:
It was reported that during dft testing, an alert for nonsustained lead noise was noted. After testing, secure- sense was auto-programmed to passive mode. Programming securesense back to active mode was suggested.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.